Event description:
Device 1 of 2. Reference MFR report: 3008829311-2017-00490. It was reported stimulation had been disabled to the patient's ((B)(6)) leads. Surgical intervention was undertaken and the leads were explanted and replaced.

Event description:
Device 1 of 2 . Reference MFR report: 3008829311-2017-00490.